Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that a 13.2mm vticm513.2 implantable collamer lens of -11.0/3.0/071 (sphere/cylinder/axis) was intraoperatively implanted and removed on (B)(6) 2022, due to a lens tear near the hashmark. The replacement lens was implanted and the problem was resolved. No patient injury was reported. Reportedly, "I could not visually see if the tear was already in the lens, if the tear was formed by the inserter, or if the tear was caused by the ocucoat cannula."

Manufacturer narrative:
Corrected data: g2: "foreign" should be removed. Claim #(B)(4).